Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), product type lead; product ID 39565-65, serial # (B)(4), product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and lead were just implanted and after closing up the patient the manufacturer representative had seven electrodes ¿out¿ or all >40,000 ohms. It was noted that the seven electrodes were the bottom three and top four. The manufacturer representative let the surgeon know so the surgeon opened the patient up and checked connections at the ins. The surgeon also opened up the spine again, suctioned some and made sure the lead was close to the dura. The manufacturer representative stated that at one point the surgeon pressed on the patient where the lead was located and everything was in range. It was noted that after this impedances tested with the ins were normal again. Then the surgeon then closed up the patient, the manufacturer representative checked impedances and some were ¿off¿ again. It was noted that the patient was in recovery and all combinations were >10,000 ohms. It was noted that amplitude was increased and every combination was >40,000 ohms. The manufacturer representative was with the patient during the call and stated the patient was lying supine. In the operating room (or) everything was not out of range and at two points the manufacturer representative stated that they had good impedances. It was noted that the patient had a stage two trial. The lead and extensions were implanted one day prior to report and the patient had stimulation overnight. The impedances prior to the date of report were in the 800-900 range and the patient had stimulation. On the date of report, the extensions were removed and the lead was directly connected to the ins. The manufacturer representative stated wires from the lead were packed into the space with the extensions and this may have ¿put pressure, pushing it closer.¿ the manufacturer representative stated the connections were checked twice on the date of report. The manufacturer representative inquired if coiling lead behind the ins would cause a short. It was noted that the surgeon commented that the epidural space was large and lead slid in with no problem. The manufacturer representative was not aware that the patient had bleeding in the epidural space but stated that they did irrigate ¿a lot.¿ the manufacturer representative stated that there were no connection issues and felt strongly that there was not a wire issue. The manufacturer representative thought the lead was moving in the epidural space or there was fluid in there. It was noted that the patient was still ¿somewhat out¿ but were reporting that they were not feeling any stimulation. The manufacturer representative stated that they checked lead configuration and confirmed that they had checked all reference electrodes. The manufacturer representative stated in recovery they lifted the patient¿s head and pulled ¿it¿ closer to the chin and this did not make a difference. The manufacturer representative stated that the lead did not get damaged or nicked to their knowledge. The manufacturer representative called back on the date of report and further noted that electrodes 4, 10, 14, and 15 were in range. The manufacturer representative programmed with 10, 14, and 15 and the patient felt stimulation in the right hip at 5.0v. However, this became ¿extremely strong¿ within seconds and so they backed down to 3.0v and then 2.8v. It was noted that therapy was for pain in the right hip and stated that they felt stimulation in both hips. The manufacturer representative stated that the patient initially felt stimulation in rib area on both sides. The manufacturer representative stated that 14 and 15 were not near the dorsal root per the x-ray and therefore suspected it was due to fluid. The manufacturer representative then used electrode 7, 8, 9 and 10 and went up to 6.0v. The patient was not feeling anything and then ¿all of a sudden screamed¿ stating stimulation went down both legs and to the feet. The manufacturer representative shut the ins off and thought the issues were due to fluid under the lead because after irrigation in the procedure they did have impedances in range. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).